Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00971. This report is being submitted as additional information. Approximate age of device ¿ 2 years and 3 months. Manufacturer's investigation conclusion: no product was returned for evaluation. The root cause of the reported low flow alarms could not be confirmed. The center reported that the patient presented with frequent low flow events. The patient was reportedly found to have a malpositioned inflow conduit and a 90-degree kink in the outflow graft. Review of the submitted log file confirmed multiple low flow hazard alarms, which occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated above the low speed for the duration of the log file and appeared to be functioning as intended. Multiple requests for product return were issued to the customer but the pump has not been received to date. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during the patient¿s clinic visit on (B)(6) 2018, log files were submitted to the manufacturer¿s technical services representative for review due to known frequent low flow alarms. Fifty low flow events were observed throughout the log file. On (B)(6) 2018, the physician reported that the inflow conduit was malpositioned and there was a 90 degree kink in the outflow graft. Subsequently, the patient¿s pump was exchanged on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products; device evaluated by MFR: additional information. Manufacturer¿s investigation conclusion: the report of low flow alarms was confirmed based on the submitted system controller log file and the evaluation of (B)(4) confirmed a kink in the sealed outflow graft. The pump was returned with the driveline cut approximately 4.5 inches from the pump housing and the severed portion was returned. The sealed inflow conduit and sealed outflow graft were also returned and the inflow conduit had been detached. The outflow graft and bend relief had been cut approximately 1 inches from the graft attachment. The outflow graft showed a longitudinal crease extending along approximately half of the returned portion of the graft. The normal tissue ingrowth between graft and the bend relief had formed to the shape of the crease, indicating the crease had been present for a prolonged period of time. The extent of the crease and the relationship to the reported 90-degree kink could not be conclusively determined because the severed portion of the graft was not returned. However, a kink in the graft would have had the potential to contribute to the low flow alarms confirmed in the submitted log file. The inflow graft conduit was free kinks, bends, or damage. The lumen of the graft showed no adhered depositions or thrombus formation. The evaluation could not confirm the report of inflow conduit malposition. Visual inspection of the pump bearings under a microscope found no anomalies related to wear or damage. The driveline showed no evidence of damage and electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. No further information was provided. The manufacturer is closing the file on this event.